Event description:
It was reported that the asymptomatic patient presented for routine follow-up. During a firmware upgrade, the patient's pulse generator reverted to backup operation. The patient experienced diaphragmatic stimulation as a result of the backup operation. The device was reprogrammed and the symptoms were resolved. The firmware update was not attempted again.